Event description:
It was reported that the pump overinfused during testing and that there was no visible damage. Reported that the users were not aware of it being dropped. There was no patient involved.

Manufacturer narrative:
Results: device was confirmed to have a bent door, which results from being dropped. The bent door was discovered during routine maintenance and can directly cause overinfusion. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure. The door assembly can become bent when dropped or damaged from use.